Manufacturer narrative:
Additional information: h6- investigation type, investigation findings, investigation conclusion h10: the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m127770 and test base part number 190-430 / lot m127770. The lot met the required release specifications. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient sample. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m127770 with internal positive control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, a review of the current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for lot m127770 based on the total quantity of devices distributed is (B)(4). The remainder of the investigation is still in progress. A supplemental MDR will be submitted after investigation completion.

Event description:
The customer reported a false negative result with the ID now covid-19 assay performed on (B)(6) 2020. The patient was gene trait tested for covid-19 and was pending a scheduled surgery. The gene trait covid-19 results were not available at the time of surgery. As a result, the patient was tested using the ID now covid-19 assay which provided a negative result. Subsequently, the patient was taken into surgery during which the gene trait result came back as positive (CT values not provided). Per the customer, the patient was asymptomatic at the time of the event. Although requested, additional information has not been provided by the customer. Negative results should be treated as presumptive and, if inconsistent with clinical signs and symptoms or necessary for patient management, should be tested with different authorized or cleared molecular tests. Negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results should be considered in the context of a patient's recent exposures, history and the presence of clinical signs and symptoms consistent with covid-19. Due to the risk of a false negative result leading to no or delayed treatment, the incident shall be considered reportable.